Event description:
The consumer via the manufacturer representative reported that therapy stopped suddenly on (B)(6) 2016. The patient removed the patient programmer cover, changed some of the switches, and tried increasing/decreasing to get the therapy back. There were no reported falls or trauma related to this issue. The manufacturer representative checked the battery and impedance levels. The battery was showing 40-90% used with a status of ok. The manufacturer representative checked the battery again after therapy had been on for about 20 minutes, and saw the same thing. Impedance testing was performed; electrodes 4, 5, 6, and 7 were all showing >4000 ohms. It was noted that the patient was not programmed on any of these electrodes. Settings were increased and impedance testing was done again; the manufacturer representative reported seeing the same thing. The manufacturer representative noticed the rate was only 30 and pulse width was only 60; the manufacturer representative thought the patient may have decreased these while playing with the remote on (B)(6) 2016. It was further reported that manufacturer representative increased these settings and the patient was able to feel stimulation again. The patient's indications for use included failed back surgery syndrome, post lumbar laminectomy syndrome, and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.